Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, it was noted by the clinicians that the user appeared to get shocked during CPR compressions. The clinicians indicated that it was unclear if the device shocked on it's own or the shock came from the pt's internal pacemaker. Complainant didn ot indicate that there was any adverse effect to the pt or user due to the reported malfunction.